Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the capacitor. Upon review of the meter's memory log, during investigation, the customer's last blood glucose reading of 115 mg/dl was on (B)(6) 2011 which is prior to the reported medical event (approx. (B)(6) 2011). In addition, based on the meter's memory log, the customer did not test frequently with the meter. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Event description:
A customer reported having a fast draining battery issue with her adc meter and as a result of being unable to test, experienced headache, nausea, dizziness, lightheadedness and subsequently passed out. The customer reportedly self-treated with food to counteract the event. Although the customer further reported being seen at a healthcare facility, she denied receiving diabetes-related diagnosis and treatment. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.